Event description:
Zoll customer support connected a (B)(6) year old female patient to exchange his monitor. The patient's downloaded data revealed multiple occurrences of service code 102. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. The reported problem (code 102) has been confirmed. As received, the monitor failed incoming testing and displayed service code 102. The cause for the code 102 and incoming test failure is an open resistor r45 on the computer/analog (ca) board. The cause for the open resistor is excessive current. The cause for the excessive is broken leads on high-voltage capacitors c21 and c22 on the defibrillator board. The root cause for the broken leads on c21 and c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (B)(4) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the defective monitor. The patient received a replacement monitor.